Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. The fse observed the tip discard chute for any blockages and found the chute had serum buildup, which typically leads to 4223 main arm z-axis home overrun error. Fse also removed and cleaned the tip discard tube and waste chute. In addition, the fse also performed a software version up (software reload) and was able to successfully perform quality control run without error and within acceptable range. No further action required by field service. The (B)(6) analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4223) main arm z-axis home overrun. Cause: the home sensor activated improperly after movement of the main arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to serum buildup from the tip discard chute.

Event description:
A customer reported error message ¿4223 main arm z-axis home overrun¿ on the (B)(6) analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.